Event description:
Customer reports bilateral varicose veins on pt's legs rupture after use of scd sleeve worn by the pt. The pt had previously been given therapeutic heparin for possible pe. The pt required medical intervention in the form of a blood transfusion.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.